Event description:
It was reported that the pt fell forward and hit her head. She states that she had a return of symptoms. The pt experienced "labor" like pain that is similar to the pain she had prior to having the pump implanted. These symptoms returned on thursday. She had swelling and pain at the "disc" site in her back. The pt stated that she gets her pump refilled monthly. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).